Manufacturer narrative:
Additional information - block b5 updated. Block b3: the event date was approximated to (B)(6) 2018, the date the mesh was implanted, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Block h6: patient codes of 1154, 1750, and 3191 capture the reportable events of defective healing of the midline suburethral wound, mesh exposure, and additional surgeries. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the majority of the device remains implanted and in service. The excised segment of the sling is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the patient presented with dyspareunia during her routine follow-up visit six weeks after the procedure. It was then noted that there was a defective healing of the midline suburethral wound over the insertion point of the sling and the blue mesh discolored. Subsequently, the patient had undergone trimming of the sling edges from the suburethral wound and resuturing in 2 layers; however, the outcome was unsuccessful. The patient also has an exposed sling and will be going to have a section of the sling removed below the wound and resuturing. Reportedly, two further procedures will be performed for the healing defect. Boston scientific has been unable to obtain additional information regarding the patient ultimate outcome to date, despite good faith efforts. Additional information received on may 19, 2020: the patient's issues were resolved after the surgical intervention performed to close over the mesh.

Manufacturer narrative:
Date of event: the event date was approximated on (B)(6) 2018, the date the mesh was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Patient codes of 1154, 1750, and 3191 capture the reportable events of defective healing of the midline suburethral wound, mesh exposure, and additional surgeries. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The majority of the device remains implanted and in service. The excised segment of the sling is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the patient presented with dyspareunia during ehr routine follow-up visit six weeks after the procedure. It was then noted that there was a defective healing of the midline suburethral wound over the insertion point of the sling and the blue mesh discolored. Subsequently, the patient had undergone trimming of the sling edges from the suburethral wound and resuturing in 2 layers; however, the outcome was unsuccessful. The patient also has an exposed sling and will be going to have a section of the sling removed below the wound and resuturing. Reportedly, two further procedures will be performed for the healing defect. Boston scientific has been unable to obtain additional information regarding the patient ultimate outcome to date, despite good faith efforts.

Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4). The majority of the device remains implanted and in service. The excised segment of the sling is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on an unknown date. According to the complainant, after the procedure, the patient experienced defective healing of the midline suburethral wound over the insertion point of the sling and dyspareunia post procedure. Subsequently, the patient had undergone trimming of the sling edges from the suburethral wound and resuturing; however, the outcome was unsuccessful. The patient also has an exposed sling and will be going to have a section of the sling removed below the wound and resuturing. Reportedly, two further procedures will be performed for the healing defect.